Event description:
Treatment of an aneurysm. The patient was on dual antiplatelet therapy with aspirin and clopidogrel one week prior to the procedure. The initial plan was to perform a partial coiling embolization procedure and then deploy a pipeline device. The partial embolization with coils was completed, but the pipeline could not be implanted because the marksman catheter could not advance past the neck of the aneurysm. After a few hours of trying to advance the catheter, it was decided to implant more coils to complete the procedure without complete occlusion. There was no product malfunction throughout the entire procedure. Post procedure, the patient recovered without neurological deficits and remained in the status for a few hours. Later on, it was reported the patient had an sah (subarachnoid hemorrhage) and rapidly evolved to brain death.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: qc-8-30-helix / lot: 9766914 / dom: n/a / exp: n/a; model: qc-7-30-helix / lot: 9743905 / dom: n/a / exp: n/a; model: qc-7-30-helix / lot: 9795830 / dom: n/a / exp: n/a; model: qc-7-30-helix / lot: 9765188 / dom: n/a / exp: n/a; model: qc-5-20-helix / lot: 9767422 / dom: n/a / exp: n/a; model: qc-7-20-3d / lot: 9746617 / dom: n/a / exp: n/a; model: qc-6-20-3d / lot: 9766494 / dom: n/a / exp: n/a; model: qc-8-20-3d / lot: 9804765 / dom: n/a / exp: n/a. Reference cer va201408-0079